Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5 mm from the balloon's proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1525204) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the mynxgrip vascular closure device's balloon ruptured. A second mynxgrip (6f/7f) vascular closure device was used to achieve hemostasis. The patient was noted to be fine and hospitalization was not prolonged as a result of the event. Additional information was requested but is not available. Vessel location: coronary sheath size: 6f. Additional information: the balloon was fine during prep and insertion. The balloon ruptured almost as soon as they inflated (not in the arteriotomy).